Manufacturer narrative:
E1: initial reporter facility name: (B)(6) university. E1: initial reporter phone: g4: PMA/510(k) # field on 3500a form: k113220, k163174.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in a coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, the balloon catheter broke prior to reaching the lesion. The balloon was removed and completed the procedure with another of same device. There were no patient complications.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in a coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, the balloon catheter broke prior to reaching the lesion. The balloon was removed and completed the procedure with another of same device. There were no patient complications.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6). G4: PMA/510(k) # field on 3500a form: k113220, k163174. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of unintended use error caused or contributed to event as it is most likely that the reported event occurred due to a handling error. This conclusion code is based on the available information and the review/testing conducted at the complaint investigation site. It was reported that the balloon catheter broke prior to reaching the lesion. It is most likely that the break occurred due to an unintentional handling error while loading the device over the guidewire. The IFU instructs the user to advance the device slowly, in small increments, until the proximal end of the guidewire emerges from the device to avoid damage. The device did not return for analysis. Without a returned device it is not possible to confirm the complaint allegation, and it is not possible to determine if there is any damage present along the device which could have contributed to the complaint event.